Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified which occurred during the therapy on (B)(6) 2013 at 11:27:52. During night drain cycle two, the patient's ultrafiltration reading was 1512 ml, indicating the home patient (hp) drained 1512 ml more than their maximum programmed fill volume of 2500 ml. No further information was available.

Manufacturer narrative:
(B)(4). The device was received by baxter for evaluation. Review of the event log found evidence of the reported iipv condition. The cause was determined to be one or more cycles advanced to the next fill when slow / no flow occurred above the minimum drain volume threshold. Should additional relevant information become available a supplemental report will be submitted.